Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the sheath of the operation part leaky. Based on the result, we concluded that it was caused due to the error use or improper maintenance done during reprocessing. The scope was repaired by the third party and returned to the hospital.

Event description:
The cone cap was leaked during inspection. The patient's gastroscopy was completed by replacing other gastroscopes . Lt was sent to repair. No harm was caused to the patient. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.